Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, this patient received an inappropriate shock due to oversensing. The oversensing was able to be recreated when the physician pushed on the sternal portion of the electrode. It was also noted that prior to the inappropriate episode, smartpass was automatically disabled due to low amplitudes. X-rays were reviewed and the s-ICD system is in a good position with the electrode terminal pin full inserted into the header. Boston scientific technical services (ts) was contacted and a ts consultant discussed that this issue could potentially be caused by air entrapment. The s-ICD was reprogrammed to the primary sensing vector and the system remains implanted and in service. The physician agreed that the issue was air entrapment and that the air will most likely dissipate after a few days. No adverse patient effects were reported.